Event description:
Received a summons alleging customer was injured when she first used the powerchair to go outside her home. She fell forward from the chair while going down the ramp outside of her home.

Event description:
Received a summons alleging customer was injured when she first used the powerchair to go outside her home. She fell forward from the chair while going down the ramp outside of her home.

Manufacturer narrative:
Model number, serial number, and date of production have been updated. However, device is still not available for evaluation. Will submit a follow-up if more information or device becomes available.

Manufacturer narrative:
The file was re-opened as device was returned for evaluation. The device was equipped with a non-pride seat upon return.

Event description:
Received a summons alleging customer was injured when she first used the powerchair to go outside her home. She fell forward from the chair while going down the ramp outside of her home.

Manufacturer narrative:
Model number, serial number, and date of production not available at this time. Device not available for evaluation. Will submit a follow-up if more information or device becomes available.